Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -14.0/2.0/94 (sphere/cylinder/axis) implantable collamer lens was implanted into patients left eye (os) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged for a longer length lens due to low vault. This exchange resolved the problem.

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens and clear surgical residue on the lens. Visual inspection found no visible damage to the lens and residue on the lens. H6 - device code 1494: off-label use (over 45yrs of age at date of implant). Claim#: (B)(4).